Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the infection and device removal had resolved and the patient needed to send back the original device.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s first ins system became infected. The patient stated that about a week after implant on their left side it started ¿exploding¿ which was clarified to mean that the ins site started oozing a discharge fluid. As a result, the ins system was eventually explanted. The patient did not know what kind of infection it was. The nurses packed and unpacked the implant site after the device was explanted so it could heal from the inside out. It was noted that the old site on the left had become sore and an ultrasound was performed by did not show any infection. There were no further complications reported or anticipated.